Event description:
It was reported that stent damage occurred. The 95% stenosed, 36x3.5mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending(lad) artery. Pre-dilation was performed with a balloon. A 3.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, the device could not cross the target lesion. The physician removed the device and found that the second segment of the proximal body of the stent was lifted. The procedure was completed with another 3.50x38mm promus element plus drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 36x3.5mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending(lad) artery. Pre-dilation was performed with a balloon. A 3.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, the device could not cross the target lesion. The physician removed the device and found that the second segment of the proximal body of the stent was lifted. The procedure was completed with another 3.50x38mm promus element plus drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).